Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. The pacemaker has entered into elective replacement indicator. The patient was also hospitalized. The pacemaker remains in service. No additional adverse patient effects were reported.